Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 300-509 mg/dl range and nausea. Bg was treated using manual injections and bolus insulin using the pump. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended; however, the customer declined to remove the infusion site for observation. Reportedly, the customer consulted with the healthcare provider (hcp), and hcp indicated that the vial of insulin in use may have been denatured; however, this was not confirmed. Upon follow up, blood glucose was 123-145 mg/dl.